Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product is not expected for return.

Event description:
It was reported the patient was hospitalized from (B)(6) 2015 due to elevated blood glucose while using the infusion device. The hospital meter was "almost 800 mg/dl" and the patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient was treated with an insulin drip. The patient stated health care provider said the high blood glucose was caused by a bad site. The infusion device is not expected to be returned for product evaluation.

Event description:
It was reported the patient was hospitalized from (B)(6) 2015 due to elevated blood glucose while using the infusion device. The hospital meter was "almost 800 mg/dl" and the patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient was treated with an insulin drip. The patient stated health care provider said the high blood glucose was caused by a bad site. The infusion set is not expected to be returned for product evaluation.